Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the specific cause of phenomenon could not be identified as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported they tried two 190 scopes, both had a b30 error. When asked if they hot swapped the scopes, they answered yes. Tac advised to turn off the tower, otherwise the error would persist. Tac advised to wipe gold contacts with an alcohol prep pad, and the customer reported they already tried that. The customer advised it was a traveling cart. The customer checked the maj-1933 and maj-1941. Both were secure. Tac had the customer try a third 190 scope. This scope worked, image was there, no error present. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center had error code b30 scope communication error with two different scopes. The issue was found during the colonoscopy procedure with the patient under sedation. There were no reports of patient harm. This report is related to linked patient identifier: (B)(6).